Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no (per pfs)". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and urticaria ("rashes or skin conditions,hives"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and urticaria outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: new pfs received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; dyspareunia; pain; rashes or skin conditions: hives, abdominal pain, pelvic pain and essure confirmation test(s) conducted, specify:no (per pfs) were added. Case becomes valid. New reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.